Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone preparation on the tibia one of the smaller screws on the bottom of the mics fell out and was caught by the pa. The wrench that comes in the tka array tray does not fit the smaller screws so it cannot be tightened periodically. Do we manufacture a wrench smaller than 3/32¿ that could be sent in for the future? And is this common? Surgeon is upset and wants to know why 2 different sized wrench¿s are not included in the set. A picture can be provided if needed. Thank you. Case type: tka. Surgical delay: =15 minutes.

Event description:
During bone preparation on the tibia one of the smaller screws on the bottom of the mics fell out and was caught by the pa. The wrench that comes in the tka array tray does not fit the smaller screws so it cannot be tightened periodically. Do we manufacture a wrench smaller than 3/32¿ that could be sent in for the future? And is this common? Surgeon is upset and wants to know why 2 different sized wrench¿s are not included in the set. A picture can be provided if needed. Thank you. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that during bone preparation on the tibia one of the smaller screws on the bottom of the mics fell out and was caught by the pa. The wrench that comes in the tka array tray does not fit the smaller screws so it cannot be tightened periodically. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review device history records indicate (B)(4) devices were manufactured under prodex lot k093a and were accepted into final stock on 03/10/2017. No non conformance was identified during the process. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k093a, shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc (B)(4) and CAPA 1452931 are associated with the failure mode reported in this event. H3 other text : product was not available for evaluation.